Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the "cutter could not be inserted" in the device. The device was not being used during surgery. It is unknown if injuries or medical intervention occurred. There was no additional information provided.